Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with postprandial hyperglycemia followed by hypoglycemia associated with missed meal announcements while using the ilet, and they intermittently paused the system during periods of increased physical activity per personal practice and adjusted their programmed weight per healthcare provider instruction. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization and receipt of troubleshooting and education on best practices for meal announcements and activity management. The investigation included customer interviews and case review. Investigation of this case revealed use-related factors, specifically missed meal announcements leading to reliance on correction dosing and self-directed pausing of insulin delivery, with no device alerts or alarms reported. It was concluded that the cause was a use error related to missed meal announcements and activity-related insulin management.